Event description:
It was reported that this patient has had a steady rise in the shock lead impedance until out-of-range measurements were reached and a commanded shock was planned. Technical services (ts) reviewed the case and confirmed the gradual rise, without noticing any step functions or serious shock lead impedance numerical excursions, ts did not recommended to perform a defibrillation threshold test, but rather a commanded shock, as planned. T-wave oversensing was suspected as well. Ts was unsure this patient had t-wave oversensing, and indicated that there's a strong possibility that the signals in question are actually bigeminal premature atrial contractions, some conducted, some not. Ts finally indicated that post-ventricular atrial refractory period max value should be discussed to allow for tracking of these signals. The commanded shock was performed and the shock impedance measurement was 108 ohms. This right ventricular (rv) lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient has had a steady rise in the shock lead impedance until out-of-range measurements were reached and a commanded shock was planned. Technical services (ts) reviewed the case and confirmed the gradual rise, without noticing any step functions or serious shock lead impedance numerical excursions, ts did not recommended to perform a defibrillation threshold test, but rather a commanded shock, as planned. T-wave oversensing was suspected as well. Ts was unsure this patient had t-wave oversensing, and indicated that there's a strong possibility that the signals in question are actually bigeminal premature atrial contractions, some conducted, some not. Ts finally indicated that post-ventricular atrial refractory period max value should be discussed to allow for tracking of these signals. The commanded shock was performed and the shock impedance measurement was 108 ohms. This right ventricular (rv) lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is submitted as "a070909 - oversensing" code is missed from the previous report.

Event description:
It was reported that this patient has had a steady rise in the shock lead impedance until out-of-range measurements were reached and a commanded shock was planned. Technical services (ts) reviewed the case and confirmed the gradual rise, without noticing any step functions or serious shock lead impedance numerical excursions, ts did not recommended to perform a defibrillation threshold test, but rather a commanded shock, as planned. T-wave oversensing was suspected as well. Ts was unsure this patient had t-wave oversensing, and indicated that there's a strong possibility that the signals in question are actually bigeminal premature atrial contractions, some conducted, some not. Ts finally indicated that post-ventricular atrial refractory period max value should be discussed to allow for tracking of these signals. The commanded shock was performed and the shock impedance measurement was 108 ohms. This right ventricular (rv) lead remains in service and no adverse patient effects were reported. According to additional information, this patient had additional defibrillation threshold (dft) test done. During the dft, after induction, there was a code 1005 indicating an open circuit during shock delivery. This resulted in a failure to convert the rhythm twice. The patient had to be externally rescued. Ts recommended lead replacement as the patient is no longer protected. It was noted that the physician said that this patient no longer meets the indication for this level of therapy so tachycardia therapy was programmed off. No additional adverse patient effects were reported. Currently, this lead remains in service.